Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m146047 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m146047, test base part number 190-430 / lot: m146047 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m146047 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.

Manufacturer narrative:
Initial reporter name and address: the remainder of the investigation remains in progress. A supplemental report will be provided after completion. Please reference related MFR. Report numbers: 1221359-2021-02066.

Event description:
The customer reported (1) false positive result and (2) false negative results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 1 of 3. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal kitted swab. Repeat testing was not performed. Pcr confirmation testing was performed on a nasopharyngeal swab on (B)(6) 2021 and generated negative results. The customer reported that sample was collected on the same day; however, the ID now covid-19 assay provided result on the same day and the result of pcr test were provided on the next day. No additional patient information, including treatment and outcome, was provided.